Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 321 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer declined troubleshooting for high blood glucose, stating that she knew why her levels were high. Nothing further reported.